Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The reported complaint unconfirmed - no issues observed. Unit cleaned per protocol. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit is less than a year old and will be repaired. Device identifier (B)(4).

Event description:
It was reported that the a1059 mayfield modified skull clamp was involved in a slip during a cranial procedure. It is unknown if there was patient injury.